Manufacturer narrative:
Batch review performed on 18 september 2018: lot 176576: (B)(4) items manufactured and released on 20 february 2018 expiration date: 2023-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 5 months after primary. The pathogen is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.